Event description:
It was reported that the demo 9900 system presented a ffb (fluoro function) reboot message. There was no report of patient involvement, since this unit was a demo system not for human use.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted isolation transformer taps for 119vac on the secondary. Verified workstation and generator power supply voltages. The system found to be working as intended and placed back into service.